Manufacturer narrative:
Device evaluation: no photos or physical samples that display the reported condition were available for investigation. A review of the internal manufacturing device records and raw material history files for the reported lot number 0001608768 was performed and no recorded quality problems or rejections related to this incident were found, all procedural and functional requirements for product release have been met. We reviewed our sterilization records, no issues were identified during the sterilization process. The certification of analysis, provided to bd by the supplier has been reviewed for the reported lot, all testing done by the supplier verifies the product passed required inspections and is authorized for use. Based on the available information we are not able to identify a root cause related to our process that could impact the efficacy of the medication provided within our kits. The medication within the kit is provided by a supplier. We have notified the supplier of this incident. We appreciate you taking the time to bring this observation to our attention and regret any inconveniences this has caused. Complaints received for this device and reported condition will continue to be monitored by our quality team for signs of emerging trends.

Event description:
Material 405671, batch 0001608768. It was reported by customer that the medication in the tray was not effective on several csection patients. The patient on may 5 was not clinically stable to repeat neuraxial and thus converted to general. Verbatim: medication in the tray was not effective on several csection patients. Customer response: can you please provide an exact date of event? 412, 417, 430, 55. Any adverse event or serious injury reported to patient or healthcare professional if yes, please provide the details. No injury, however necessitated additional procedures 1 additional cse, 1 additional spinal, 1 general anesthetic. Could you please confirm how many patients were affected. 4 patients. Customer response: the patient on may 5 was not clinically stable to repeat neuraxial and thus converted to general.